Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm morphology was not reported. It was reported that a 26 mm diameter x 3.75 cm length aneurx aortic cuff was requried to be implanted in an iliac artery that was large and tortuous. The stent graft was deployed and upon removal of the delivery system either the tip or the runners may have caught on the stent graft andpulled it down. There was 1 cm of overlap between the cuff and the adjacent stent graft; therefore, the desired overlpa between the stent graft components.

Manufacturer narrative:
Evaluation: pt's condition affected effectivenss of device (large tortuous iliac artery). Incorrect technique/procedure (aortic cuff implanted in an iliac artery). Evaluation: device failure/lack of effectivenss related to pt condition (large tortuous iliac artery). Device failure related to user handling (aortic cuff implanted in an iliac artery).